Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, diagnostic testing results, and patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, "pain and thickness", and seroma-late.

Event description:
Healthcare professional reports left side capsular contracture, baker grade unknown, "pain and thickness", and seroma-late. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additional report of baker grade iii and ¿nodule." Device has been explanted.